Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification and was observed with fibers, particles, viscoelastic residues and a cut in the optic zone compatible with a removed lens. Manufacturing defects were not identified in the return sample. The issue was related to the patient's anatomy as initially reported. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, a product deficiency was not identified. This complaint was not related to a device problem or a reportable malfunction. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed on a patient after the physician tried to implant an intraocular lens, model za9003. Due to the patient's anatomy, the physician couldn't get the lens in place and had to do a removal and replacement with another lens. No further information was provided.